Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and current blood glucose level was 180 mg/dl. Customer¿s other blood glucose level was 600 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as very shaky and confused. Customer was treated with bolus and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivery. Customer stated that the drive support cap was normal. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted with performing the high pressure test and the test did not pass. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08710 inches. Insulin pump received with cracked case at the display window corners and display window. Insulin pump received with minor scratched display window and case.